Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that there was a backward time change event during the provided date range. This is not an issue rather an expected system behavior. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. To further investigate examined the uploaded data from database and observed that user has been uploading data with backward time change. To assist with the resolution , provided the below feedback to helpline support team -- user has set a backward time change in pump on 19th november 2024. To 19th november 2023. Since then the uploads made are referring to 2023 time frame until december. Since january 2025 it refers to 2024 , so data uploaded so far does not refer to the current date and time range. Due to the time change , uploaded data has became ambiguous for current date range. -- please request user to follow the below steps. 1. Set the pump date and time to current date range. 2. Once the pump date is corrected please ask the user to upload only the current date data. Please do not include previous date data. -- we did verify multiple times with helpline to request user to update the pump date and time. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to the time change made by the user in the pump. We havenâ¿t received a response confirming whether the recommended steps resolved the issue. As a result, weâ¿ll be closing the ticket. If the issue persists, please let us know, and weâ¿ll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.